Manufacturer narrative:
Please review attached for investigation results.

Event description:
Approximately 6 months after being implanted, the nail broke in proximal part. Revision for total hip replacement was required.